Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open procedure. The stapler malfunctioned and there was significant bleeding and tearing at the staple line. The re-anastomosis had to be repeated three times with the stapler. Additional information including patient status has been requested. No further details have been provided.